Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). The service engineer (se) inspected the device. The se found an error code for a leak in the patient circuit. The se replaced the flow sensor assembly and the gas delivery system (gds). The ventilator passed all testing and was returned to use.

Event description:
It was reported that the ventilator was faulty. There was no patient harm reported. The event date was not specified; estimate used.